Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom no audio, caused by a failed solder joint on the negative lead of the speaker where it connects to the back flex. The rear case was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had no audio, which was discovered during biomedical testing. It was reported that there was no patient involvement.